Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/2.5/082 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2022 the lens was repositioned due to lens rotation. This resolved the problem. The lens remains implanted. The cause of event is unknown.

Manufacturer narrative:
Unk. Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: on (B)(6) 2022 the lens was replaced with a similar lens due to rotation not associated to a low vault. This resolved the problem. Cause of the event was a patient-related factor and the device failed to perform as intended. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue on the lens. Visual inspection found no visible damage and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).